Event description:
Customer contacted haemonetics (B)(6) 2008 reporting their orthopat machine had no power. Issue noted after use. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting their orthopat machine had no power. Issue noted after use. No injury or reaction was reported. Evaluation confirmed the reported problem. The issue was the result of blood spill that entered the machine through the inlet valve and spilled onto the power supply. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).